Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare provider that the patient contacted them for a review of their omnipod therapy settings due to experiencing low blood glucose episodes. No specific blood glucose values were provided. The provider reported that during a medical visit on (B)(6) 2026, the patient¿s basal rate was in the range of 1 to 1.55 units. During the review, the provider identified that the basal rate setting was updated to 3 units on (B)(6) 2026. The provider confirmed that, according to the patient, he did not make this change and has not recently downloaded the omnipod phone application, changed devices, or re-entered settings in the controller. No adverse event or medical intervention was reported in relation to the low blood glucose episodes. Multiple good-faith efforts were made in an attempt to contact the patient to gather additional information; however, the patient could not be reached. No further information could be obtained.